Event description:
A malfunction was reported with the pump, which occurred after an update. It remains unknown if the customer's blood glucose level exceeded 500 mg/dl, as the customer declined to answer. Technical support assisted in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if any issues reappeared.